Event description:
It has been reported that when the patient was undergoing coronary angiography, the system could not expose. The error message of x-ray not possible was displayed. The issue was not resolved in spite of multiple restarts. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray not possible and cannot expose normally. The fse tried to reinstall the system and software of the image processing computer ippc, but issue persisted and then fse replaced ippc. After replacement of ippc, system was returned to use in good working order. The codes were updated based on the investigation outcome.